Event description:
A pharmacist reported that during surgery, bubbles were noticed in the tubing, then the machine became blocked. There was no error code on the screen. They had to use another cassette to continue the surgery and there was a delay of about 5-10 minutes. No pt harm was reported. Add'l info has been reported.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).